Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot detachment and difficult to retract the foot was confirmed based on the returned device analysis. The reported foot detachment, foot retraction problem and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure; indication for use: a 9f sheath was used in this procedure. Per the instructions for use: the following instructions the deployment sequence to close the access site of a catheterization procedure performed through a 5f to 8f sheath size. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 9f sheath after an interventional procedure for coronary artery stenosis (cas). Reportedly, there was difficulty with retracting the foot. When the device was removed from the patient, a foot separation was noted. The separated portion of the foot was surgically removed from the patient and hemostasis was surgically achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.